Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The display was cleaned and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is failing calibration. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use, the cardiosave intra-aortic balloon pump (iabp) is failing calibration. They swapped pumps right away. There was no harm reported.